Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a gradual decrease in pacing impedance was observed. Patient to be monitored.